Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the handle was not ratcheting properly. This was discovered outside of surgery and had no patient impact.

Manufacturer narrative:
Additional information: lot number; current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the returned device was evaluated. There was no failure mode detected; therefore, the complaint could not be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported the handle was not ratcheting properly. This was discovered outside of surgery and had no patient impact.